Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a possible interference for 1 patient affecting their elecsys troponin t hs (tnths) results from a cobas 8000 e 801 module. The erroneous results were released outside of the laboratory but were not believed by the doctor as the patient had no obvious signs of cardiac arrest. The cobas e801 serial number was (B)(4). Multiple samples from the patient were submitted for further investigation. The investigation is currently ongoing.

Manufacturer narrative:
The customer¿s results were confirmed. The presence of an interfering factor cannot be demonstrated. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Other relevant history was updated.